Event description:
--

Manufacturer narrative:
Update correct serial number.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. The clinical observation could not be confirmed.

Manufacturer narrative:
As this lead will not be returened, no analysis will be completed. Should additional inofrmiaotn become available, this event will be updated.

Event description:
Boston scientific received information that shortly after the implant procedure this right atrial (ra) lead had dislodged. The lead was explanted and replaced. No adverse patient effects were reported.